Event description:
The customer reported that her pod was leaking insulin and she had no backup insulin so she ended up in the hospital with diabetic ketoacidosis.

Manufacturer narrative:
The device will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.